Event description:
The MFR received notification that a pt expired while using a bipap synchrony bi-level device. There was no allegation of device malfunction but authorities are requesting add'l investigation of this event. The device has yet to be returned to the MFR for eval. The MFR will submit a f/u report when its investigation is completed.